Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 256 mg/dl (system 1) and 132 mg/dl (system 2). No adverse event reported. The same test strip vial was used for both meters and results. The test strips were discarded; therefore, no product could be requested to be returned for product evaluation.